Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) referenced report provided to medtronic pos on (B)(6) 2018 - forwarded to medtronic helpline department / incident date from (B)(6) 2018 ***document only/customer declined to report to medtronic helpline*** ----report---- occasional unexplained no insulin delivery alarms, knows the battery is not lasting as long, she is changing the battery-declined a callback or transfer to hl ----end report----